Event description:
It was reported that the caller's pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted using different wall outlets and adapters, but these measures did not resolve the issue. Technical support decided to replace the pump and confirmed the shipping address. The customer planned to use a backup insulin pump to avoid interruption in insulin delivery and was instructed to return the faulty pump with a prepaid label within ten days.